Event description:
It was reported that the patient presented in the ER after receiving multiple shocks. The ICD reported output damage. Noise, low impedance, and aborted charges were observed. During the ICD explant procedure, insulation damage with a visible cable was observed, caused by lead to can abrasion. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead measuring 11.9cm from the connector pin was returned for analysis. Analysis was normal. No anomaly was found on the returned portion. Without the return of the entire lead, a full analysis could not be performed.